Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event with a laceration to the head. The patient presented with low potassium. The right ventricular lead was noted to have high pacing impedance and oversensing was noted on stored episodes. There were no episodes of ventricular tachycardia/ventricular fibrillation recorded during the syncopal event. The right atrial was also noted to have high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.